Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited loss of sensing. The lead could not be repositioned as the stylet could not be inserted in the lead. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of no sensing was not confirmed while stylet could not be inserted in the lead was confirmed. As received, a complete lead was returned in one piece with the helix retracted. Analysis of the lead found over-torque of the inner coil consistent with procedural damage. The damage found was sustained during the surgical procedure. The lead was otherwise normal.